Manufacturer narrative:
The complainant indicated that the device will not be returned for eval.therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The lesion was in a "very calcified" right coronary artery. The physician attempted to place a taxus express2 2.5x12mm drug eluting stent but was unable to cross the lesion. The device was removed. The physician used a 3.0mm maverick balloon to predilate and advanced the stent delivery system to the target lesion again. "The physician heard a pop" and when the device was pulled back, the stent came off the balloon. The physician was unable to retrieve the stent and the pt was sent for surgery. No further patient complications were reported.